Event description:
Customer reportedly obtained a result of 309mg/dl on the advantage system and a result of 132mg/dl on a clinic system within 10 minutes. No action taken on device result. No adverse event reported. Requested return of suspect system and replacement was sent.